Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis, and that he experienced a sensor glucose and blood glucose discrepancy when it occurred. His blood glucose at the time of hospitalization was 840 mg/dl. The customer states that before his hospitalization his sensor glucose level was 66 mg/dl and his blood glucose was 172 mg/dl. He was found in the basement and almost died, and his health care provider informed him that his cannula was kinked. Troubleshooting was initiated for sensor glucose versus blood glucose meter readings. No products were returned, replaced, or shipped.